Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 42 mg/dl. The customer took corrective actions by consuming carbohydrates and using a glucagon pen, with assistance from a 3rd party, who also provided juice and administered the glucagon pen. Technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting their blood glucose levels.